Event description:
Configured for no ventilation, product not available in the u.s.. Initially reported as an no module failure. After suctioning applied to patient, the ventilator gave a pressure alarm and no ventilation could be performed. The inspiratory and expiratory pressure transducers were replaced. No additional details provided. These components are common to the sv300a.